Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump issued alert 38 for a stalled motor, insulin delivery stopped, and blood glucose rose to 338, after which the user removed supplies, completed a restart and dry run, performed a full supply change with new components, and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included a missed dose of insulin. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem associated with the device¿s motor and a failure to infuse insulin during the stall condition. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.